Event description:
It was reported that the tubing occluded around the filter and priming was impossible. The tubing set had to be changed. This was a recurring event. No patient was involved and the incident occurred during preparation.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact. No damage, kinks, voids or bad bonding found in the component. The customer reported problem was verified/duplicated. During the investigation/testing a leak was detected in the filter air vent. Complaint was confirmed by leak in filter. Filter leakage is due to silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process was found to be the root cause of the reported problem. Which is believed to have been induced by the customer. For corrective action, a CAPA was ongoing to include additional verbiage to inform customer of the products that should not be used when transferring fluid to the medication cassettes. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.